Event description:
It was reported the patient's blood glucose level rose to 350 mg/dl while wearing the pod for 12 hours. The patient reports they are not using a continues glucose monitor with the pod. As treatment, the patient applied a new pod. An investigation of the device confirmed the pods cannula was found to be shortened or cut.

Manufacturer narrative:
The returned device was evaluated and the pod arrived fully deployed with the pink slide insert fully visible through the top housing window. The soft cannula was observed to be shortened or cut, measuring to be 0.5735 inches long. The timing and cause of the observed cannula damage could not be determined. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown. Omnipod software app version: 3.0.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6.